Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with glare. The lens was exchanged or explant with noncompany lens.

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis. Iol returned in a sample container in solution. One haptic is broken/torn and is returned, the other haptic is broken/torn and is not returned. The optic is scratched/marked-rejectable. The reporter stated the company 14.5 iol was replaced with a monofocal iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).